Manufacturer narrative:
During the event the lift was used with arjo sling ( passive clip sling with serial number: (B)(6). It was reported that during a resident's transfer (when the resident was raised ) the sling left leg clip detached. The resident fell out of the device and sustained a minor subdural hematoma. After the event, the device was evaluated by an arjo representative. The device testing confirmed that no malfunction was found. During the interview, the caregiver stated that the event may have been caused by the resident¿s excessive movement while being raised. The sling clip might have been kicked off by the resident. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Following all the details reported, it seems likely that due to the resident¿s sudden movement, the clip might have been accidentally pushed by the resident. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use ((max81785m): ¿always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident¿s weight is gradually taken up. Always check that the clip is mounted on the attachment lugs in its most downward position .¿ ¿special attention should be paid to residents prone to spasms or unexpected movements as they can inadvertently kick off the leg attachment clip¿ to sum up, the arjo floor lift and the sling fitted with clips were used as a system during the patient transfer. The clip of the sling detached from the lift spreader bar and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to reported sling clip detachment during transfer and patient fall.

Event description:
It was reported that during transfer when the patient was with the maximove 3 the left leg side of the sling became detached from the spreader bar and the resident to side out onto the floor. The caregiver stated it may have been caused by the resident¿s excessive movement while being raised and possibly it may have been kicked off by the resident. As a consequence of the event the patient sustained a minor subdural hematoma.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.